Manufacturer narrative:
Patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced hypoglycemia and was corrected with sugar and juice event on (B)(6) 2026. No further information available.